Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm. The procedure was completed with a different device. No patient complications were reported.